Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they are at the end of treatment and they have gap that still shifts. Whenever they remove the retainer a couple of their teeth shifts. Advised 7 day rest period for tipping of #8. Retainers fit with in normal limit. After further evaluation, advised patient to do another 7 day rest period.